Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer stated her husband treated her with insulin and may have given her too much; he also helped her treat with food. The customer's blood glucose level was 1200 mg/dl. The customer's symptoms included having the flu and kidney failure. Customer stated that her kidney doctor recently changed her medication regime. The customer was not wearing the device at the time of admission because the customer's husband took it off when she was admitted. The cause per the healthcare provider was the flu and high blood glucose levels. The treatment and outcome of the event was unknown. The customer stopped troubleshooting and stated that she believed the cause was the flu. Nothing was replaced or returned for analysis.